Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed door error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "displayed door error" was reproduced. A review of the event history log revealed multiple "door jammed!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the door and door hooks that were found bent. The door and door hooks required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.